Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant and advancer tube were not returned with the device. The balloon bond was inspected at high magnification for anomalies that may have obstructed the device path during the device removal. It was observed that the adhesive taper was missing and the balloon proximal bond was damaged which indicates that the balloon bond may have been caught at the distal tip of the advancer tube. The review of the lot history record (f1623904) indicated that there was an additional inspection step added during the manufacturing process; however, this additional step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the reported event might have been caused by the missing/damaged taper.

Event description:
It was reported that the mynxgrip 6f/7f vascular closure device was caught up on plastic near the sealant tube. The mynx device was being used in conjunction with a 6f procedural sheath for femoral arterial closure following an interventional peripheral procedure. The device deployed correctly, however, the removal of the device was very difficult. Standard manual compression was held for less than 30 minutes to achieve hemostasis. The patient was noted to have recovered and hospitalization was not extended. Additional information was requested, but was unknown.